Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the device and confirmed no irregularity. The reported event that the device did not start up and the endoscopic image was not displayed is likely to be caused by an accidental failure of the printed circuit boards. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus repair center for evaluation. In the evaluation of olympus repair center the following was confirmed; the reported phenomenon was reproduced. The printed-circuit board of the device was defective. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the device did not start up. And the endoscopic image of the device was not displayed. There was no report of patient injury associated with this event.